Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via literature review titled "triple pacing spikes on qrst: what is the mechanism?" That the patient with this dual chamber pacemaker presented with an electrocardiogram with one pacing spike seen on the qrs of the first beat followed by two pacing spikes on the t wave. This was due to backup pacing pulse following loss of capture. The device remains implanted. No adverse patient effects were reported.